Manufacturer narrative:
Serious injury should have been checked.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
It was reported that the patient's catheter had a tear/hole/fracture. The patient was in for a pump replacement due to normal battery depletion and the surgeon was unable to aspirate. An x-ray was taken which showed that the catheter appeared to be completely severed. The entire catheter was replaced with a new catheter along with the pump. The pump was infusing lioresal (baclofen). Additional information received reported that the patient had pain prior to them finding the broken catheter and that the pain was unusual for her. After the catheter was replaced, the patient was doing great. A follow-up report will be submitted if more information becomes available.